Manufacturer narrative:
IFU was reviewed and it includes hypotony a known complication and adverse reaction. The device history record was reviewed for compliance and no issues were observed. The product was manufactured, tested, and released in compliance with our procedures. Doctor was contacted for further information and indicated the valve was not explanted as the issue had resolved.

Event description:
A (B)(6) year old male with severe primary open angle glaucoma, pre-op iop 45. Pod1 grade 2 flat, eye soft. The eye was reformed with amvisc plus. Post op day 4 grade 3 flat, and reformed.